Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 240mg/dl. The customer stated that she was just sitting down and noticed that the pump shut down and came back on by itself. She stated that the pump was working fine. The customer reported having high blood glucose for the past week due to anxiety issues. She stated that the her reservoir was low last night and the display went blank. She tried tightening the battery cap with her fingernails but it did not do anything. The customer was advised that she will be sent a battery cap and to monitor the pump. The customer called back to report receiving a weak battery alarm. Her blood glucose was 55mg/dl and she treated with milk. The customer was advised on how to clear the alarm. The device was not returned for analysis.